Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that port damage, and fluid not pulling properly. Fluid not pulling properly cannot be confirmed through accuracy testing. Replaced lemo connector and performed remote dose test. Occlusion test. Performed pvt, unit pass all testing criteria. Dso seal delaminated, and lcd lens has multiple scratches. Replaced dso seal and lcd lens. Performed dso/uso sensor calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump wasn't pulling fluid correctly, and the port looks damaged. This happened during the self-test. There was no patient involvement, no patient injury was reported.